Manufacturer narrative:
Updates: this pca was returned "the shock delivery after more than 7 seconds-". This was not verified in failure analysis lab testing. Data generated by this investigation will be logged for trending analysis.

Event description:
It was reported to philips that the shock delivery costs more than 7 seconds after the shock button is pressed in sync mode. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.